Event description:
It was reported that an intraocular lens (iol) was explanted from the right eye due to unexpected post-operative refraction. The report indicated that the physician implanted the wrong diopter lens; it was off by 1.00 diopter. A new lens was implanted during the same procedure.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer. Visual inspection showed that the returned sample was covered with contaminations, no optical deviations on the optic could be found. Due to received lens condition, no further testing was performed. The zmb00 with serial number (B)(4) passed all acceptance criteria for all tests performed and is within all specifications during the manufacturing process, therefore no production related cause is expected. Manufacturing records were reviewed and showed no deviations or nonconformities. Diopter verification records for this particular lens were verified and shown to be within specifications. All pertinent information available to the manufacturer has been submitted.